Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
B5-previously stated the lens was explanted and replaced on the same date. Corrected info: the replacement lens was exchanged within the same surgery as the removal of the initial lens. H6-health impact code corrected . Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -5.0 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to low vault. On the same date the lens was replaced with a longer lens and the problem was resolved. The cause of the event is reported as unknown.